Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
It was reported that the unit's touchscreen would not pass calibration. There was no patient involvement, and the device was not being used for treatment when the reported issue occurred. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.